Event description:
Per additional information received on 28aug2024, the cortrak nasogastric tube had no damage or defect in this incident. The cause of patient death remains unknown.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6: health effect - impact code- 4650: appropriate term/code not available - death not related to reported adverse event the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 19 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a death occurred while cortrak nasogastric (ng) tube was in use. The tube was ordered to be placed in d2 of small bowel. Initial placement successful on (B)(6) 2024 and was verified with kidney, ureter, and bladder (kub) scan. The tube was used after verification without issues. On (B)(6) 2024, patient experienced episode of vomiting and aspiration. During episode of vomiting and aspiration, kub was performed again and verified ng tube was still in proper placement in d2 of small bowel. A non-avanos product, salem sump tube, was attempted to be inserted for decompression. Placement of salem sump tube was unsuccessful and patient died. There was no issue reported with the avanos nasogastric tube. Per additional information received on 2aug2024, the patient has a history of aspiration.

Manufacturer narrative:
Additional information: b5. All information reasonably known as of 18 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 17sep2024, the cause of death was cardiac arrest.